Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 585 mg/dl. Customer experienced symptoms such as sweating, tired, irritation, vomiting. Customer treated with manual injection 8 units with a syringe. Customer states there was a leak on reservoir that cause insulin to leak out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No moisture damage found inside the pump.